Manufacturer narrative:
Concomitant product: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that 3 days prior to the call the patient felt a shocking sensation on their left side. They also noted the stimulation was in the wrong location and that they needed more in their left side than on their right side. They further stated that ¿it¿s okay for now¿ but wanted it stronger on the left side and would like to set up an appointment to have their device reprogrammed. No intervention or outcome was provided however additional information has been requested and if received a follow-up report will be sent.